Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the stem (non djo) breaking. The surgeon had to replace the acetabular liner as it was disturbed during surgery. The original liner was djo metal on metal.